Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: during the output activation, the probe was contacting hard tissue, metal objects, or surgical instruments. Due to ultrasonic vibration, scratches were generated. A force to activate the output, or a force to grasp the tissue, was applied to the probe. Therefore, cracks were generated in the scratched area. A force was applied to the probe, causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic totally extraperitoneal endoscopic inguinal hernia repair, the device tip broke and fell into the patient's abdominal cavity. It was removed with forceps, and the abdominal cavity was washed. There were no reports of further patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct lot number which is 45k15. Corrected field: d4 - lot #.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct aware date of the previously submitted report, report ref # 9614641-2025-01295-00. The aware date is being corrected to 06/27/2025 from 06/03/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.